Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colectomy. According to the reporter: two separate post op bleeding issues after 28mm ppceea used for anastomosis in lap colectomy. Post-op patient passed blood rectally and under rigid sigmoid scope approximately 50 cc clot was seen at site of anastomosis/staple line.